Event description:
Attorney reported client's device had catheter/tubing become detached, causing localized and diffuse pain. Port was explanted and replaced. Subsequently, physician added saline fill, but later was unable to remove. He then added more saline, but was unable to extract any. Pt was experiencing pain, so physician removed entire lagb system.